Event description:
It was reported the epg (external pulse generator) displayed a self-test error when powered on. There was no patient involvement. Medtronic technical services discussed the self-test error with the biomedical engineer, and he removed the battery to clear the error. It was then powered on/off multiple times, with no issues. The epg will continue to be used at the hospital.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.